Event description:
It was reported that the system had a cine series of failed to record. This will have resulted in a loss of subtraction, road-mapping, or other critical vascular cine functions. There was no patient injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine hard drive was installed during the service call. The system was tested and found to be working as intended and put back into service.